Event description:
It was reported via repair work order that the brakes could not engage due to defective drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.